Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve, was explanted after an implant duration of 4 years, 10 months due to mitral valve mismatch and pseudoaneurysm. The explanted valve was replaced with a 33mm 11400m valve. Per the medical records, the patient presented with symptomatic mismatch due to a small 25mm bioprosthetic valve. The patient underwent a redo mvr. The undersized 25mm 7300tfx was explanted. Closure of the lv pseudoaneurysm below the av groove was performed. A 33mm 11400m valve was implanted. Post bypass tee showed function of the prosthetic mv was excellent, no pvl, and no residual flow into the pseudoaneurysm. The patient was taken to the ICU in good condition with stable vital signs. On pod#6, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.